Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt who suffered sudden cardiac death, the device was unable to obtain an ECG signal via electrode pads and ECG adaptor. Clinicians obtained a second set of pads and was unable to obtain an ECG signal via electrodes and ECG adaptor. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.